Manufacturer narrative:
Vyaire suspects an issue with the main electronics since the customer tested the unit with another display and the issue remains. Technical support instructed the customer to restart the unit 20 times and provide the log files after. The customer reported that the issue did not repeat after the restarts and the unit is working fine. Exact issue is unclear since the customer didn't send the log file and provide any further details that are needed for the investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 experienced suddenly failed to start up , nothing displayed on the screen (black screen all the time but the alarm lights flashes blue) . The customer confirmed that there was no patient involvement associated with the reported event and the event happened prior to use.